Manufacturer narrative:
Product manufactured but not sold in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -4.5 diopter into the patient's left eye (os) on (B)(6) 2018. Reportedly, there was a >/= 2-line drop in bcdva noted at the patient's 1-month postoperative visit. In the surgeon's opinion, the cause of this event is the device. At the patient's last visit the surgeon states there is a significant improvement in binocular uncorrected visual acuity. The lens remains implanted.

Manufacturer narrative:
Additional information received: at 3 months postoperative visit the patient's bcdva was recorded as 20/20. At 6 months postoperative visit ucva was recorded as 20/40. The event status is noted as recovered/resolved. (B)(4).

Manufacturer narrative:
Updated information: at the 6-month visit the cdva dropped again to 20/25. At an unscheduled visit approximately 2 months after study exit, the va returned to 20/20 and the new event was classified as resolved by the surgeon. Claim# (B)(4).

Manufacturer narrative:
Additional information: it is the opinion of the medical monitor that the recurrent transient decrease in bcdva and subsequent improvement reflect the subject's process of neuroadaptation to the edof optic. Claim# (B)(4).